Manufacturer narrative:
(B)(6). (B)(4). The devices were discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink solution sets leaked ¿right below the bulb¿. The reporter stated that the leaks were subtle and were noticed when drops were observed on the chemo pad. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.